Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was not updated for 10 hours. A technical support specialist deployed a package to restart the affected service, after which the server resumed receiving and processing the backlog of messages successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user encountered an error message stated patient information might not have been updated for 10 hours. The customer also confirmed that all stations were currently on critical override mode.however, there were no delays or adverse events or injuries reported based on this event.